Event description:
It was reported that the delivery system was stuck on the wire. A 6x150x130 innova stent was selected to treat a previously placed 6x120 non-bsc stent in the left superficial femoral artery (sfa). Vascular access was gained through the left groin. A .035 260cm magic torque guidewire was advanced and the lesion was pre-dilated with a 6x200 mustang balloon catheter. The innova stent was then advanced and deployed successfully. Following deployment, the stent delivery system was not able to be removed over the wire. The delivery system was stuck on the wire. Everything but the sheath was removed together from the patient. A new wire was inserted, and the stent was post dilated with the 6x200 mustang balloon catheter. There were no patient complications and the procedure was completed.

Event description:
It was reported that the delivery system was stuck on the wire. A 6x150x130 innova stent was selected to treat a previously placed 6x120 non-bsc stent in the left superficial femoral artery (sfa). Vascular access was gained through the left groin. A .035 260cm magic torque guidewire was advanced and the lesion was pre-dilated with a 6x200 mustang balloon catheter. The innova stent was then advanced and deployed successfully. Following deployment, the stent delivery system was not able to be removed over the wire. The delivery system was stuck on the wire. Everything but the sheath was removed together from the patient. A new wire was inserted, and the stent was post dilated with the 6x200 mustang balloon catheter. There were no patient complications and the procedure was completed.

Manufacturer narrative:
Device evaluated by MFR:analysis of the returned product revealed that the guidewire had kinks at the middle section. The outer diameter dimensions were found within specification.